Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported rupture. Later reported ¿multiple microcysts spread bilaterally and diffusely¿. The device has been explanted. This relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ cyst: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Later reported ¿multiple microcysts spread bilaterally and diffusely¿. The device has been explanted. This relates to left side.

Event description:
Healthcare professional reported rupture. Later reported ¿multiple microcysts spread bilaterally and diffusely¿. Device remains implanted. This relates to left side.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.